Event description:
Customer reported a past high blood glucose event with an unspecified cause. Specific blood glucose value was unknown, but the reading displayed as "high." Customer resolved the issue by using a correction injection via multiple daily injections. Technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.